Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2023 at 4:30 am the system monitor turned off and when the nurse assessed the controller they said the controller was off but alarming. On interrogation the only alarm that was seen was a low flow alarm. Per the ICU team the system monitor and controller were only off for a few seconds before turning back on. All connections were intact and the system monitor was connected to a red outlet. Log files did not contain any evidence that the controller was off or that any pump stops occurred. A low flow event was noted on (B)(6) 2023 at 3:49:15 am. The low flow alarms occurred while the patient was being cleaned and repositioned, and resolved once the patient was repositioned. The patient was asymptomatic. There had been no further issues with the controller and system monitor. Pump MFR # 2916596-2023-07085.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the ¿controller was off but alarming¿ could not be conclusively confirmed through this evaluation. A review of the submitted log file did not capture any hazard alarms that would indicate the device was off, pump stop has occurred or not powered. The driveline was connected to the system controller on (B)(6) 2000 sometime after 00:59:59. The date/clock was set on (B)(6) 2023 at 15:17:00 and the clock not set alarm cleared. The system operated within the patient speed limit value (4,800 rpm) and low speed limit value (4,800) on the reported event date of (B)(6) 2023. The power cables were connected to the power module via a 14v power module patient cable. Of note, the reported event on (B)(6) 2023 at 4:30 am was not captured in the log file. Additional information communicated that the reported alarm issue on the controller has not recur and appears to have resolved. No products will be returning for an evaluation. A root cause of the controller being off was unable to be determined through this analysis. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes low flow alarm indicating flow is less than 2.5 lpm. Low flow alarm 1. Ensure that the driveline is connected to system controller. 2. Ensure that a power source is connected to system controller. 3. Clinically evaluate patient. Under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Under ¿replace the running system controller with a backup controller¿ details the exchange process. Also, caution users ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.